Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: without further information, the liberty select cycler can be excluded as the cause of the patient¿s reported infection and hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
It was reported that this peritoneal dialysis (pd) patient was in the hospital. The patient had an infection due to dialysis. No further details were provided. Attempts to obtain additional information were unsuccessful. The reported event did not specify the type of infection. It is unknown if it is a catheter related infection such as an exit site or tunnel infection. It is unknown if the patient was diagnosed with peritonitis. Additionally, the infection could be unrelated to pd therapy as initially reported.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage: bezel damaged there were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane a (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this peritoneal dialysis (pd) patient was in the hospital. The patient had an infection due to dialysis. No further details were provided. Attempts to obtain additional information were unsuccessful. The reported event did not specify the type of infection. It is unknown if it is a catheter related infection such as an exit site or tunnel infection. It is unknown if the patient was diagnosed with peritonitis. Additionally, the infection could be unrelated to pd therapy as initially reported.